Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced a low blood glucose (bg) of 61 mg/dl before bed, which was treated with a snickers bar. The overtreatment caused bg to rise quickly, leading the ilet to give correction doses, and the user experienced another low later in the night. No symptoms were reported. The low bg protocol was reviewed with the user to prevent overtreatment in the future. No external assistance or medical intervention occurred.